Manufacturer narrative:
This report is submitted on december 16, 2022.

Event description:
Per the clinic, the abutment was too short (reason unknown. The abutment was changed on (B)(6) 2017 under a general anaesthetic. The implant remains in-situ.